Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During second inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.